Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that during a permanent implant procedure the patient began vomiting and aspirated on the table. The patient started choking but did not go in respiratory failure. The patient was hospitalized for observation. There was nothing abnormal noted with the patient later on.